Manufacturer narrative:
It was performed the DHR, maintenance records and quality notifications, and no deviations associated with the batches in question were found. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the query. Our manufacturing process is validated against specific resource criteria, and the incident identified in this consultation will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.

Event description:
No additional informaiton provided.

Event description:
It was reported that the bd syringe plastipak 20ml ll s/su plunger movement was difficult. The following information was provided by the initial reporter: when using the syringe in the perfusor and during manual administration of medications, the syringe embolus feels stiff and does not slide easily. They have been using the same syringe from mexico for many years and have never had any problems with the embolus problems with the plunger sliding. The application of medications was not correct during anesthesia. Additional information received on 03 jun 2025. Could you please confirm the date of the event (dd/mmm/yyyyyy)? 24/may/2025 could you please share a photo/video sample of the reported event? No photo samples are available. Could you please confirm the awareness date (dd/mmm/yyyyyy)? 26/may/2025 could you confirm that all ¿4742¿ are affected by the reported problem ¿plunger is stiff¿? Yes, because they all changed manufacturing location.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.